Manufacturer narrative:
(B)(4). The returned product consisted of a kinetix guidewire. The shaft and the remainder of the device were checked for damage. The device showed that the tip was partially separated but still connected to the device. Upon analysis of the tip area, the tip detached from the wire. With the damage that was observed on the device, the device could not be inserted into a micro-catheter to show the difficulty of insertion. Investigation of the joint area of the device saw no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 14-dec-2017. It was reported that insertion difficulties were encountered and shaft deformation occurred. A 185cm kinetix¿ guide wire was selected to cross the lesion but resistance was encountered during insertion. When the device was removed, the 'joint part' got stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal tip detachment.